Event description:
Patient was connected to the cadd ambulatory infusion pump with a connected cassette containing a chemotherapy drug (5fu). On the day of pump disconnection the patient came to the center and advised the rn that she noticed she was wet on the area where the pump was resting along the side of her body. The rn noted that the pump pouch containing the pump, cassette, and tubing were all saturated and white powder was noted on all surfaces.